Event description:
Baxter received a customer complaint in which the device infused 30 ml of anapain and normal saline solution (nss) in 3 hours. No patient injury or medical intervention occurred as a result of this incident.